Manufacturer narrative:
Block h6:l imdrf device code a15 captures the reportable event of partial stent deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) performed on (B)(6) 2024. During the procedure, the stent could not be deployed inside the patient. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another of the same device. Reportedly, bleeding occurred at the puncture site, and clips were used for the hemostasis. The patient was not sent to surgery, and no patient complications were reported as a result of this event.